Manufacturer narrative:
Batch review performed on 27 january 2022: lot 2109345: (B)(4) items manufactured and released on 27-oct-2021. Expiration date: 2026-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The same day of revision surgery (infection case) it was noticed, in the post op x-rays, that the implanted head was wrong (36 instead of 32) and directly on the taper without using the option sleeve. The same day the surgeon reopen the patient and implanted the ball head of the correct size.

Manufacturer narrative:
Batch review performed on 27 january 2022: lot 2109345: (B)(4) items manufactured and released on 27-oct-2021. Expiration date: 2026-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The same day of revision surgery (infection case) it was noticed, in the post op x-rays, that the implanted head was wrong (36 instead of 32) and directly on the taper without using the option sleeve. The same day the surgeon reopen the patient and implanted the ball head of the correct size.